Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d4, g3, g6, h2, h4, h6 calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received notification that a 52-years-old patient with a 7300tfx29 valve implanted in mitral position was placed under consideration for a re-operation due to immobile leaflets due to possible calcification accelerated by dialysis dependent renal failure leading to severe early stenosis after an implant duration of three (3) years and eleven (11) months. The patient was admitted with heart failure due to the mitral stenosis. Reportedly, there was no evidence of host tissue overgrowth on the leaflets. The surgeon was not considering to explant the device but rather to perform a "re-operation using the existing valve stent/ring". The patient was 48-years-old at the time of the implant. Indication for initial replacement was infective endocarditis. The endocarditis involved all the three valves and required reconstruction of aorto-mitral reconstruction and tricuspid valve vegetation and leaflet excision. Mitral valve replacement with a mme valve and tricuspid valve through trans-septal approach and reconstruction of aorto-mitral curtain was performed concomitantly. Post op course was very stormy requiring tracheostomy, prolonged ventilation, acute renal failure and became dependent on renal dialysis with a total length of hospital stay of 3 months.

Event description:
Edwards received notification that a (B)(6) -years-old patient with a 7300tfx29 valve implanted in mitral position was placed under consideration for a re-operation due to immobile leaflets leading to severe early stenosis after an implant duration of three (3) years and eleven (11) months. The patient was admitted with heart failure due to the mitral insufficiency. Reportedly, there was no evidence of host tissue overgrowth on the leaflets. The surgeon was not considering to explant the device but rather to perform a "re-operation using the existing valve stent/ring". Indication for initial replacement was infective endocarditis. The patient was (B)(6) -years-old at the time of the implant.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or endo. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.